Manufacturer narrative:
Unit had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly or unable communicate to carelink pro due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not delivering or partially delivering bolus. Customer's blood glucose was 157 mg/dl. Troubleshooting was performed and customer was able to resolve the issue. Insulin pump will be returned for failure analysis per customer's request.